Manufacturer narrative:
During an internal review on 16-dec-2025, noted a correction to the 3500a initial under the h4. Device manufacture date field as it was processed as 13-oct-2022 and should have been processed as 17-mar-2025. Therefore, corrected this field. It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and observed breakage/separation. The device evaluation was completed on 18-dec-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection of the returned device was performed in accordance with j&j medtech procedures. Visual analysis of the returned device revealed multiple bents in the shaft including one close to the fourth electrode, no internal components were observed. A device history record evaluation was performed for the finished device lot number, and no internal action was found during the review. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The potential cause of the bent shaft could be related to the handling/shipping of the device after the procedure; however, this could not be conclusively determined. The bent shaft condition is unrelated to the reported event. The instructions for use contain (IFU) the following recommendation: using standard aseptic technique, remove the sheath from the package. Visually verify that the sheath is not damaged. Place the sheath in a sterile work area. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the biosense webster inc. Analysis finding of the ¿multiple bents in the shaft including one close to the fourth electrode, no internal components were observed¿. -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿breakage/separation¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 10-dec-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and observed breakage/separation. No error code. Damage observed on the tip. Timing was immediately after opening the package. Replacing the vizigo sheath with a new one resolved the issue. The procedure was completed without patient consequence. Additional information was received on 11-nov-2025. No needle was involved in the alleged event. Additional information was received on 18-nov-2025. The event occurred pre-op. The tip of the sheath was rolled up. Breakage / separation issue occurred. Additional information was received on 25-nov-2025. The tip of the sheath was rolled up and separated when the package was opened. The sheath was not used on the patient. Additional information was received on 02-dec-2025. Tip partially separated from sheath shaft. The damage observed on the tip which was originally reported was assessed as non-reportable, however, bwi became aware on 18-nov-2025 that there was breakage/separation and have reassessed the event as reportable. The awareness date for this record is 18-nov-2025.